Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Hospitalized patient developed deep tissue injuries (dark maroon, purple injuries) in right and left achilles heel areas bilaterally (near tubing exit location on garments) while using the flowtron calf garments. Interventions: wound care consult and ipc device discontinued. At that time the patient was wearing ehob boots.

Manufacturer narrative:
It was stated by the customer that the hospital staff conducts the skin assessments every shift. It was also mentioned by the customer that the total body assessments are conducted every 4 hours. The IFU for flowtron acs900 ((B)(4)) informs the user as follows: ¿garments should be positioned in such a way that they do not create any potential for constant pressure points on the patient¿s limb. If using apparatus with straps or securing devices (¿) make sure that the tubing is not placed inside the strap next to the patient¿s skin and regularly check the patient¿s skin for signs of redness or pressure points. (¿) lower limb positioning in relation to the garment and tubing should also be considered particularly in a patient that is unconscious, cannot feel or has reduced sensation and/or ability to move their leg(s). The patient¿s skin should be inspected frequently during every shift.¿ based on the available information it was determined that most likely the usage of the ehob boot in conjunction with improper positioning of the boot in relation to the garment tubing contributed to the pressure injury. Arjo device was used for a patient treatment when the event occurred, hence it played a role in the event. There is no indication of any malfunction of arjo device. The complaint is deemed reportable due to serious injury sustained by the patient (deep tissue injuries to both right and left achilles heel areas bilaterally).

Event description:
It was reported that the 34 year old female patient, who was very ill and had limited mobility, sustained deep tissue injuries bilaterally in right and left achilles heel areas while using an ehob heel protection boot (non-arjo equipment, no serial number was provided) and an arjo calf garments with flowtron acs900 pump. The patient was using the ehob heel protection boots for an unknown time period. The pressure injuries were located on patient¿s heels. In a place in which the tubing comes out of the garment. After wound care consultation arjo device was discontinued.